Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. H3 other text : not returned to the manufacturer.

Event description:
Revised a left cementless triathlon. He revised the femur from a sz 5 to a 4 ts w stem and from a 5x9 cs to a 5x9 ps. This was due to limited range of motion for the patient.